Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the hsk-3043 seal malfunctioned. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.